Event description:
It was reported that pump touchscreen became frozen and unresponsive, preventing customer from interacting with pump screen, although touchscreen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset but screen remained unresponsive, so customer planned to use backup insulin pump while cts arranged replacement pump shipment, instructed customer to place faulty pump into storage mode and return it within 10 days using pre-paid label, and advised customer to re-enter pump settings, reconnect cgm, and select appropriate setup option on replacement pump, which customer understood and acknowledged.